Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Sales rep reported on behalf of the surgeon that an implanted exeter stem had snapped.